Event description:
An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that a physician's handheld computer containing 8.1 programming software would not turn on. The handheld was plugged in for charging. Trouble shooting did not resolve the issue. The handheld was returned for analysis and completion is pending.